Event description:
Patient was receiving cardizem (diltiazem) continuous infusion via alaris pump module. A new bag of 250 ml was hung and four hours later the rn noticed the tubing had a "ballooning" of tubing in the pump (technically called the silicone segment). The pump did not alarm. No adverse effect. A new IV drip and IV set was hung.